Manufacturer narrative:
The reported adverse event is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. Excessive skin thickening and skin growing over the abutment are relatively common soft tissue complications with baha implants, and can occur at any time following implantation. The report frequency for these complications is being monitored under cbas complaint and medical device reporting data monitoring plan and the status is updated on a monthly basis. This event is added to this monitoring.

Manufacturer narrative:
This report is submitted on (B)(6) 2018, by (B)(4).

Event description:
It was reported that the patient experienced recurrent skin overgrowth at the abutment site. Subsequently, the patient underwent revision surgery on (B)(6) 2017. During the procedure the device was explanted and the patient was reimplanted with a new device and a longer abutment was placed.